Manufacturer narrative:
The customer refused service.

Event description:
It was reported to philips that the device had an error when turned on. A philips call taker handled the case, and per case notes, confirmed that the customer refused service. Thus, case was closed. Philips is unable to rule out that a malfunction did not occur. The customer refused service, so a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.